Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing discharged in the pyxis. The technical support specialist (tss) dialed into the server, ran sql server management studio to verify the patient information and identified that the patient discharge was active directory psj vista and provided the information to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user requested for an evaluation of the patient that was showing as discharged in the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.